Event description:
A customer reported a pump malfunction after the device fell while exiting a car, resulting in a dark screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer to plug the pump into a power source, which restored its functionality. A pump reset alarm was verified, and as a resolution, technical support arranged for a replacement pump with updated software to be sent to the customer. The customer understood the instructions to store the malfunctioning pump, return it using a pre-paid label provided, and configure and connect the replacement pump.